Manufacturer narrative:
(B)(4). A request for additional information regarding the development of compartment syndrome has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The reported details were that the ezio was left in patient proximal tibia unmonitored. The attending physician thought that the resident took it out, the resident thought the attending had taken it out. There was no registered nurse monitoring. The patient's leg became infiltrated leg and compartment syndrome occurred. The patient expired of other causes before they realized leg issue developed.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the information provided and teleflex follow-up, the event was likely caused by operational context. It was reported that neither clinician involved removed the io and thought the other had, indicating the patient may have removed or dislodged the cannula. This patient also had multiple co-morbidities and medical issues including non-pitting edema, which may make the proper anatomical landmarks difficult to identify and increase the likelihood of improper placement. The method for stabilizing the io was not reported. It was communicated that no monitoring of the site for extravasation was being performed. Please be reminded of the following: contraindication: -excessive tissue and/or absence of adequate anatomical landmarks warnings and precautions: -check skin, adipose and muscle thickness before insertion monitor insertion site frequently for extravasation -advance needle set approximately 1-2 cm after entry into medullary space other remarks: -use of the ez-stabilizer is strongly recommended for all ez-io insertions.

Event description:
The reported details were that the ezio was left in patient proximal tibia unmonitored. The attending physician thought that the resident took it out, the resident thought the attending had taken it out. There was no registered nurse monitoring. The patient's leg became infiltrated leg and compartment syndrome occurred. The patient expired of other causes before they realized leg issue developed.